Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "stuck key," which was experienced during evaluation. Evaluation found the following keys to be inoperable: ok, run/stop, #0 , #1, #2, #3, (.), #4, #5, #6, #7,#8, and #9 keys. When any of the remaining functional keys were pressed an automatic output of the run/stop key occured following the selected key's function. This was found to be caused by a failing keypad due to external influence. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's evaluation of a spectrum pump, the device had a stuck key. There was no patient involvement.